Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient was admitted to the hospital for a wound leak at the surgical site. The doctor repaired the surgical incision. It was noted the wound was oversewn with 3-0 monocryl at the patient's bedside after local injection. It was also stated that there was a slight worsening of hydrocephalus; however, there was no evidence of shunt malfunction. The patient was released the following day, and the parents were instructed to a pump regimen of 10 times every 2 hours.